Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 477 (mg/dl). Reportedly, customer believes that their bg levels are related to stress and a cold. Customer changed pump supplies, administered a bolus of novolog with the pump, and administered an insulin injection of humalog to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.